Manufacturer narrative:
E1; initial reported address 1 and city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the radial cephalic vein. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after being inflated twice at 24 atmospheres, and the wire also became detached. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). The device was returned for analysis. A visual and tactile examination identified that the shaft was stretched on different locations along the length of the device. The shaft was noted to be kinked, located when the shaft was stretched. A visual examination of the returned device found that the balloon had been inflated and was not refolded. The investigator was unable to inflate the balloon due to the damage noted to the shaft. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the radial cephalic vein. A 6.0 x 60, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured after being inflated twice at 24 atmospheres, and the wire also became detached. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.